Event description:
It was reported that the physician successfully performed three passes with the retrieval devices to treat a basilar artery (ba) and a left posterior cerebral artery (l-pca) occlusion. However, the patient had a thrombolysis in cerebral ischemia (tici) score of 1 after passes. The physician made one more pass and as the second retriever (the subject device) was deployed in the l-pca, the patient suffered a sudden respiratory arrest and impaired consciousness. A hemorrhage at the l-pca was confirmed during the procedure. Heparin was reversed and the patient was intubated. Two days post procedure the patient died. The physician stated that the hemorrhage at l-pca was due to a vessel dissection caused by the use of the second retriever (the subject device) and the patient outcome is related to the hemorrhage at l-pca.

Event description:
It was reported that the physician successfully performed three passes with the retrieval devices to treat a basilar artery (ba) and a left posterior cerebral artery (l-pca) occlusion. However, the patient had a thrombolysis in cerebral ischemia (tici) score of 1 after passes. The physician made one more pass and as the second retriever (the subject device) was deployed in the l-pca, the patient suffered a sudden respiratory arrest and impaired consciousness. A hemorrhage at the l-pca was confirmed during the procedure. Heparin was reversed and the patient was intubated. Two days post procedure the patient died. The physician stated that the hemorrhage at l-pca was due to a vessel dissection caused by the use of the second retriever (the subject device) and the patient outcome is related to the hemorrhage at l-pca.

Manufacturer narrative:
Conclusion: for anticipated procedural and patient complications. The device was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Vessel dissection, hemorrhage and death are known and anticipated complications to these types of procedures and are noted in the labeling. Therefore, it was determined that the reported event was an anticipated procedural and patient complication.

Manufacturer narrative:
The device is not available to the manufacturer.